Event description:
During patient use, the thermogard xp ivtm system ((B)(4)) displayed mid:09 (air trap assembly) error message. The ICU has 3 other consoles, so patient treatment was continued using another console. No consequences or impact to patient.

Manufacturer narrative:
The reported complaint that "the thermogard xp ivtm system ((B)(4)) displayed mid:09 (air trap assembly) error message" was confirmed during functional testing and archive data review. The root cause of the mid: 09 error was due to an air trap sensor block failure, likely attributed to the device's aging. The console is 6 years old and was manufactured in april 2017, past the expected service life of 5 years. During visual inspection of the thermogard console, no physical damage was observed. Event log data review was performed and revealed a mid:09 (air trap assembly) error message around the complaint date; thus, confirming the reported complaint. The thermogard console failed the initial functional test due to mid: 09, confirming the reported complaint. The air trap sensor block was replaced to remedy the issue. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was one similar complaint reported for the thermogard console with serial number (B)(4). Ccr (B)(4) was reported on jan 08, 2018. The air trap sensor block was replaced.